Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to (B)(4). The evaluation/investigation discovered that the error code "e172 - internal hardware error" can be displayed occasionally and that the esg-400 electrosurgical generator then restarts. The cause of this malfunction is a defective low voltage power supply (lvps) board. As clearly stated as a danger note in the instructions, the user must always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment. By following these instructions, there are no recognized patient hazards and a malfunction of the device is unlikely to cause or contribute to a death or serious injury, even if recurring. Thus, the event/incident is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. Furthermore, the user apparently followed these instructions, since the intended procedure was successfully completed with spare equipment. The case will be closed from olympus side with no further actions, but the reported malfunction will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate in saline (turis-p) procedure, the esg-400 electrosurgical generator repeatedly restarted. Towards the end of the procedure, the device restarted continuously and thus became unusable. The surgeon's vision was impaired due to severe bleeding from the patient's prostate. However, the bleeding was controlled and the intended procedure was completed with another set of equipment from a third party manufacturer. There was no report about an adverse event or patient injury.